Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinsons disease. The procedure "date" was performed on (B)(6) 2014. According to the complainant, on (B)(6) 2018, the y connector separated from the peg j tube. In addition, the jejunal tube was dislocated. There was no visible damage found on the jejunal tube. The procedure was completed with a new endovive two port through the peg jejunal tube. There were no patient complications reported as a result of this event.